Event description:
According to the reporter, during a total extraperitoneal hernia repair, the device¿s balloon disengaged from the trocar and another ruptured while looking up with a laparoscope toward the anterior abdominal wall. They opened additional structural trocar to complete the case. There was no injury caused to the patient and no medical intervention was required.